Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The initial reporter alleged an inr result from coaguchek xs meter serial number (B)(4) contributed to a stroke with hospitalization. On (B)(6) 2018 the customer tested on the meter with a result of 3.4 inr. The customer did not question the result of 3.4 inr and made no changes to her coumadin dose as the result was within her therapeutic range. The customer's therapeutic range is 2.5 - 3.5 inr. On (B)(4) 2018 the customer had a transient ischemic attack (tia) and was hospitalized. The customer had numb/tingling sensation in her right arm and the side of her face. The customer's inr in the hospital was 1.7 inr or 1.8 inr. The customer did not know the specific result. The customer was treated with lovenox injections and monitored in the hospital. The customer had an EKG which showed no abnormalities. No other treatment was received. The customer was discharged from the hospital on (B)(4) 2018. The customer is currently in stable condition. The customer has a history of anemia but was not believed to be anemic at the time of this event. The customer had not had any recent changes in diet or medication. The customer does not take heparin or other direct thrombin inhibitors and does not have anti-phospholipid antibodies. The meter and test strips were requested for investigation, however, the customer no longer has the strips used at the time of this event. The meter was returned. The test strips were not returned. The retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.3 inr; qc 2: 3.3 inr; qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.8 - 4.4 inr). All measurements were without error messages. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot: 286320) were tested in comparison to master lot # 28632180 (recalibrated lot to rtf/09). No information was provided in the complaint that would point to a cause for the result discrepancy. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined.